Event description:
It was reported the handle of the single use ligating device became ineffective and broke when it was time to release during a colon polypectomy procedure. There were no reports of patient harm or delays.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide a correction based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the slider's operating pipe was broken, and the fractured part had a shape consistent with mechanical stress. The reported event was likely cause by the following mechanism: mechanism # 1: 1) a loop was placed on the tissue. 2) the tube sheath was pushed out and the tissue was temporarily ligated using the tip of the tube sheath. 3) the slider was pulled to tighten the loop. 4) the slider was pushed without the tip of the coil sheath protruding from the tube sheath, so the loop came off the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath causing the loop moved toward the hand and entered the coil sheath. 6) when the hook was pulled, the hook and loop were pulled into the coil sheath together, causing the loop to become pinched between the hook and the inner surface of the coil and become immobile 7) the loop was trapped between the hook and the inside of the coil, so the loop could ot be removed even when the slider was pressed. 8) in the state described in 7), the slider was forcibly operated, causing the slider operating pipe to become deformed and break. Mechanism # 2: 1) the sheath was bent near the handle. 2) the operating wire could not move because the sliding resistance between the sheath and the operating wire increased. 3) the operating pipe was deformed and broke because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. 1) the sheath was bent near the operating part. 2) the sliding resistance between the sheath and the control wire increased, making it impossible to move the control wire. 3) the operating pipe was deformed and broke due to the slider being forcibly operated. 4) this made it impossible to remove the loop from the hook. The event can be detected/prevented by following the instructions for use (IFU) which state: do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not step on, pinch or hit the coil sheath when using it. This may result in the coil sheath being crushed, deformed or buckled, and the hook may get caught on the inside of the coil sheath after tying, making it impossible to remove the loop. Before use, always check that the entire coil sheath is not crushed, bent or deformed, and do not use this product if there is an abnormality in the coil sheath. If the loop cannot be removed during use, please refer to "emergency preparation" on page 3 and "12 emergency procedures". Do not remove the loop from the hook when the coil sheath is retracted into the tube sheath. The loop may become entangled in the hook and become unable to be removed from the product. If the loop becomes unable to be removed during use, please refer to "emergency preparation" on page 3 and "12 emergency procedures". Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Never use excessive force to operate the instrument. This could damage the instrument. Olympus will continue to monitor field performance for this device.